Event description:
Reportedly, during pt use, the display turned black; however, the ventilator continued to ventilate. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.